Event description:
It was reported that there was a communication problem, telemetry issue, and a possible problem with the implantable neurostimulator (ins). A power on reset (por) was reported. An ins overdischarge was suspected. The patient was unable to get past the ¿press start charge button¿ on the implantable neurostimulator recharger (insr) and the patient programmer (pp) would not connect to her ins either. It was noted the insr, pp, and clinician programmer showed poor communication. The patient reported charging a week prior to the report and obtaining six to eight coupling bars. The patient hadn¿t been using stimulation but the manufacturer¿s representative (rep) didn¿t know why and didn¿t know for how long. The patient reported stimulation stopped working on november 1, but the patient realized her stimulation was not working on (B)(6). The recharging statistics were reviewed which showed the last charging session was (B)(6) 2014, and the battery voltage was 3.825 volts. The process was reviewed on how to perform a physician mode recharge (pmr) and clearing the por. Additional information received reported that the error code x80 accompanied the por. The patient recharged to 25% after the por and was instructed to charge over the weekend from (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).